Manufacturer narrative:
A device history record (DHR) review was performed and was found complete.

Event description:
Related manufacturer report number: 2017865-2022-50915. It was reported that a patient presented to clinic for follow up. Device interrogation revealed premature battery depletion of the pacemaker (pm) and oversensing noise on the right ventricular (rv) lead resulting in asystole. On (B)(6) 2022, the physician elected to explant and replaced and cap and replace the rv lead. The patient condition was stable after the procedure.